Event description:
It was reported by the rep the device was used during a laparoscopic abdominoperineal. It was reported while performing the triple staple technique, the surgeon started to milk the anvil from the distal bowel with blue removable trocar attached. The blue trocar broke off in anvil. The surgeon made a colostomy, removed anvil and pulled an new cdh29. Purse stringed a new anvil in bowel and continued the procedure. There was no consequence to the pt. 9/22/98 from customer stating "during performance of lower anterior colon resection, the proximate intraluminal stapler was placed in position for stapling by dr and while trying to fasten white tip of instrument to main body of stapler, blue locking neck broke off in pt disabling instrument."